Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination found that the stent was damaged at the proximal end. The most proximal row of struts on the stent were raised and misaligned. The hypotube was kinked at various locations along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis approved on (B)(4) 2014. It was reported that a difficulty crossing event occurred. The target lesion was located in the left anterior descending artery. A 2.75x20mm promus element drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was retrieved intact. No patient complications were reported and patient's status was stable. However, returned device analysis revealed proximal stent damage.